Event description:
In early 2009, baxter received a report from a nurse about a pc-pompa seti and a colleague single channel infusion pump used on a 21 month male did not alarm air in line. On the same day, the user observed that although the medication was finished, the infusion pump did not stop functioning and continued to deliver air in the intravenous (IV) line and no alarm occurred. The pt's admission date is not known and he was discharged from the hospital the next day. On original date, the pt received oxygen as remedial treatment until that day. The medical history of the pt is not available. Concomitant treatment includes drug infusion 100 cc isotonic sodium chloride with 115 mg (2,3 cc) klacid IV. An electrocardiogram (ECG), echocardiogram (echo), chest x-ray, and blood gas analysis were done, but laboratory data is not available. The pt is recovered. The healthcare professional believes the event is possibly related to the use of the pump or set. This incident is being reported since the device is similar to basic soln inj site l/l adapter 10 dpm w-2pc luer lock 10dpm.

Manufacturer narrative:
The sample was sent to technical service for testing. Since the filter of the sample was blocked, the test could not be performed and an occlusion alarm occurs on the machine. So it's impossible to continue the test. Root cause has not been determined without sample evaluation. A batch review was performed and no non-conformances were revealed.